Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the load did not operate in half of the stapling process. Another reload was used to complete the case, though the stapler's hand support fell so the handle was also replaced. There was no patient injury.